Event description:
During elective replacement of ddd pacemaker ventricular lead was found to have high pacing threshold and low impedance, perhaps related to a progressive deinsulation and fraying of the medtronic lead.